Event description:
The patient reported experiencing problems with their omnipod 5 system since (B)(6) 2025. They reported that the pod clicks and administers insulin on its own. The patient believes this issue is related to their glucose levels being at 300 mg/dl. It is unclear which mode the patient is operating in on the system, making it difficult to determine whether the clicks they hear are due to smartadjust microboluses being delivered in automated mode or uncommanded insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.